Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient had their device explanted because of the placement or because it wasn¿t shutting off. The patient also said that placement of the implant was rubbing and causing inflammation. The device was removed on (B)(6) 2016. No further complications reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.